Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart. It was noted that the patient had emergency surgery to address this issue. The lead was replaced. No additional adverse patient effects were reported.